Event description:
The customer received a blood glucose reading of 599 mg/dl from her contour meter and a reading of 165 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.